Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV insulin and fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. Hyperglycemia initially followed a brief episode of hypoglycemia, suggesting possible over-treatment with carbohydrates, and worsened during a period when the insulin cartridge was empty and no insulin could be delivered. Hyperglycemia persisted despite subsequent insulin dosing and supply changes. The user was new to the ilet and infusion set, and it is possible that supply change errors impaired insulin delivery; additional training was provided following the event. Based on available information, a device malfunction was not identified, and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 18-feb-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 395 mg/dl, later increasing to above 400 mg/dl, resulting in diabetic ketoacidosis (dka). The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with IV insulin and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.